Event description:
It was reported that the user experienced a low blood glucose while exercising, with sensor glucose of 69 mg/dl trending downward and a confirmatory fingerstick of 65 mg/dl; the user had been on an elliptical for approximately 45 minutes without pausing insulin delivery and treated the low with oral glucose tablets and candy gummies, after which a follow-up confirmed glucose at 117 mg/dl. Symptoms included hypoglycemia without noted clinical complaints. Outcomes included no health consequences or impact and no medical intervention or assistance required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no identified device or use problem and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.